Event description:
Pt in respiratory and cardiac arrest. Monitoring by device, attempted to initiate external pacemaking. Device initially appeared not to work. After a short time, the device apparently began to work. The physician and nurse noted the pt exhibiting the twitching associated with pacing attempts at this time. The pt remained pulseless, and the resuscitation protocol was not successful. The pt expired. The defibrillator/monitor and external pacer were comprehensively tested by the hosp biomedical engineering dept. The failure could not be duplicated. The reasons for the failure remain speculative.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-95. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: component failure, patient's condition - predisposed event. Conclusion: device was out of spec but this does not relate to event, device evaluated and alleged failure could not be duplicated, device evaluated and alleged failure could not be duplicated, no failure detected but product out of specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, inserviced by biomedical engineering dept. Staff. The device was not destroyed/disposed of.